Event description:
The ge oec 9800 fluoroscopy system had issues with cine runs on the system. Question cine sequencing.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the issue was related to user error. Physician toe-tapping and causing the issue. No service performed, system operating as intended. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.